Event description:
Caller reported taking orange juice and honey after an aviva blood glucose result of 71 mg/dl. Same system retest result 15 minutes later was 384 mg/dl. Same system retest result 2 minutes later was 117 mg/dl. No adverse event was reported. A request was made for the return of the meter and strips, replacement sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.